Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device was cracked on the right plunger case. The primary audible alarm post error and no motor rate error or motor not running was found in the event history log. The power up process was performed. The primary audible alarm post error was found at power up. The issue was that the high profile c9 partially broken off from interconnect board. The analyst replaced the interconnect board, performed preventative maintenance and all functional testing was performed.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a motor rate error and a multiple system rate error. There was no patient involved.